Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "when using the dall mile wire tighter the dial down would not work. Something was wrong in the inside of the dall mile product."